Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report (B)(4). We received one used and empty easypump ii st 250-1,5-s-us without packaging. The received sample was taken to a visual inspection. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was not closed. After opening the top cap we detected residues of solution (liquid) at the filling port (lli-cone) and at the patient connector. Furthermore the sample was filled up to the nominal value (250 ml) and was taken to a functional test respectively a leak test was carried out. After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not within our specifications. DHR:- device history record. Reviewed the device history record and no abnormalities found during in process and final control inspection. Cause failure in production process. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: description on report form: "patient on vancomycin once daily via PICC/easy pump. Infusions were going fine until a new delivery was sent. 250ml easy pump 175ml/hr, lot# 14k05ge721. The first infusion took 45 minutes. She did not have a reaction. The 2nd infusion was hooked up and after 1 hour she looked and the pump did not appear to have infused. Tried to troubleshoot but was unsuccessful. She disconnected and the pump would not infuse into the trash can." No patient injury.